Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 586mg/dl and can smell insulin. Customer treated with an injection. Troubleshooting found that the customer has bleeding at the site. Customer was advised on proper insertion, taping and site technique. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised to monitor the pump, follow up with their doctor and to call back if any further issues. No further assistance necessary.